Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a prostyle device after a pulsed field ablation (pfa) interventional procedure using a 9f sheath. Reportedly, when the plunger was removed, there was not enough slack in the suture to utilize the devices cutter so a scalpel was used to cut the suture and release the plunger. Upon removal of the device, it was noted that the prostyle formed knot was outside of the anatomy. An attempt was made to advance the knot with the knot pusher; however, the slack in the loop would not tighten. Upon removal of the suture it was noted there was a loop in the suture line which likely caused the inability to tighten the knot/suture. Another prostyle device was used to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors may contribute to malposition include, but are not limited to, interaction with the patient anatomy or friable femoral vessel contributed to the reported difficulty. Factors that may contribute to a knot advancement issue include, but not limited to, rail suture tensioned without distal advancement with the knot pusher or non-rail suture is tensioned/advanced. Factors that may contribute to failure to cycle include, but are not limited to, interaction with patient anatomy or inability to maintain position/stability of the device during deployment. The product risk assessment identifies these as foreseeable events; as such, design and manufacturing controls and mitigation's have been established for possible causes. The reported irregular appearance is likely related to the knot tying properly due to the failure to cycle, this however, cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.